Manufacturer narrative:
(B)(4). One mmsi final tightener ¿ x25 driver was received by the customer quality unit for evaluation. Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. A device history record review did not identify any issues that could have cause or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the expedium x25 torque drive shaft was taken by dr. (B)(6) for final tightening of the expedium 5.5 cap. This torque drive shaft is slightly stripped at the distal end. These was no delay during the case and the patient was not affected by the damage of the instruments. The case was completed and I have nothing further to add regarding this complaint. No charge po for replacement of these 3 items is: (B)(4). The instruments will be shipped by (B)(6) under (B)(4). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.